Event description:
During a vestibular examination a rotating overhead projector which is part of the examination equipment became detached from it's support and fell, creating a "gash" to the patients head. The patient was sent to the ER. The current condition of the patient is unknown.